Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record could not be conducted because the lot number was not provided. The reported patient effects of angina and restenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
It was reported that on (B)(6) 2014, the procedure was to treat a mildly calcified lesion in the mid circumflex (cx) artery. The 2.75x18mm xience xpedition stent implant was deployed without reported issue. The procedure was completed with no reported device or procedure issues. On (B)(6) 2015, the patient experienced angina and angiogram revealed restenosis of the deployed stent implant, which was treated with deployment of a 2.75x18mm non-abbott stent implant. There was no reported adverse patient sequela and the patient has been discharged from the hospital. There was no additional information provided.